Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/30/2024, it was reported by an arthrex subsidiary employee via email that an ar-2324bcctt biocomposite swivelock anchor was difficult to implant, when the screwdriver was turned it was hard. The case was completed using a new ar-2324bcctt biocomposite swivelock. This was discovered during a procedure on (B)(6) 2024.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.

Event description:
Additional information received on 6/10/2024: the swivelock shaft was hard to turn. This was discovered during an rcr procedure. Nothing broke inside the patient.